Event description:
It was reported that an intravascular ultrasound catheter (ivus) distal tip detached during a percutaneous coronary intervention (pci) procedure. The lesion being treated was located in the left anterior descending (lad), 99% stenosed, severed tortuous and calcified. The pre-ivus and stent placement were successfully completed. At preparation of the ivus catheter for post-ivus before insertion of the device back in the patient's body, the physician noticed the tip of the catheter detached. The procedure was successfully completed using another ivus catheter and patient's condition was reported "good".